Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that on an unknown date, the patient was recovered from the event should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to a change in caretaker. One day after the event onset, the patient was hospitalized for the event and was treated with vancomycin injection (1g, once in 4 days, intraperitoneal and ongoing) and fortum injection (1g, once a day, intraperitoneal and ongoing) for peritonitis. At the time of this report, the patient was recovering and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.